Manufacturer narrative:
Blocks d9 & h3: the omniwire was returned for evaluation. Block h3: the omniwire was returned without the distal section. The returned section includes the composite core, hypotube, distal core, sensor housing, pressure sensor, core wire, and portion of the shaping ribbon; measuring approx. 190 cm in length (spec is 190 cm ± 5 cm). At the location of separation, the core wire and shaping ribbon were exposed with sharp edges . The distal section that was not returned includes the distal coil, dome, radiopaque tip, and remaining portion of the shaping ribbon; measuring approx. 0.05 cm (spec is 3 cm ± 0.1 cm); therefore, approx. 3 cm of the distal tip was retained in the patient. Block h6: the probable cause of the tip separation is likely due to handling during use. Manipulation and strain can damage internal and external components and result in the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a diagnostic coronary procedure in a slightly calcified mid circ. During use, approx. 3 cm of the distal tip separated in the branch and could not be removed with a snare; therefore, was stented to the vessel wall. The procedure was completed with a new catheter and the patient remained stable. No patient injury reported. This adverse event and product problem is being submitted due to the omniwire separation; retained in patient.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Block b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the omniwire was not returned, thus no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.